Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient reported infusion set cannula had a hole in it event occurred on (B)(6) 2026. The infusion set was in use for four days and inserted in the abdomen. This event led to high blood glucose level for which the patient managed with 2 bolus and gave correction through an injection. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.